Event description:
It was reported to philips that the system's monitor was emitting visible smoke. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned procedure was performed when the issue happened. The procedure was completed as reference monitor was affected, and no issue was with live monitor. A philips filed service engineer inspected the device onsite and observed that top half of the monitor was dim. Upon troubleshooting, fse found issue due to internal board of the monitor. To resolve the issue fse replaced monitor. After replacement of monitor, the system was confirmed to be operating normally. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure that served as the reference monitor was impacted, while there were no issues with the live monitor. The procedure was finalized without a delay on the system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.